Event description:
It was reported that on 19 june 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant. It was reported electrocardiogram (ECG) tracing was completed and reported signs of ventricular extrasystole. Later in the day, a controlled echocardiography was completed and it was noted the device had embolized into the mitral valve. The patient was transferred to cardiac surgery and the device was explanted on (B)(6), 2023. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migration and removal of the device was reported. A returned device assessment could not be performed as the device was not returned for analysis. Possible causes for device embolization include device over-sizing, device under-sizing or positioning issue due to patient anatomy. Information from the field indicated that the defect was sized through transesophageal echo (tee) plus angiography. The field provided measurements of the defect which indicated that the correct size device was used during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 14f amplatzer amulet delivery sheath. Sizing of the left atrial appendage was 24x25mm at landing zone via transesophageal echo (tee) plus angiography. It was reported electrocardiogram (ECG) tracing was completed and reported signs of ventricular extrasystole. Later in the day, a controlled echocardiography was completed and it was noted the device had embolized into the mitral valve and caused a partial blockage of blood flow. The patient was transferred to cardiac surgery for emergency retrieval and the device was explanted on (B)(6) 2023. The patient status was reported as stable.